Event description:
Health professional reported patient "developed a delayed seroma in the left breast. Fna demonstrated bia-alcl. Underwent bilateral explantation and capsulectomies. Was noted to have a mass on the medial aspect of the left capsule. Postoperative pathology confirmed bia-alcl and margins were positive. Returned to the operating room for bilateral completion capsulectomy. No residual bia-alcl on pathology. Now remains disease free."

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported patient "developed a delayed seroma in the left breast. Fna demonstrated bia-alcl. Underwent bilateral explantation and capsulectomies. Was noted to have a mass on the medial aspect of the left capsule. Postoperative pathology confirmed bia-alcl and margins were positive. Returned to the operating room for bilateral completion capsulectomy. No residual bia-alcl on pathology. Now remains disease free."

Manufacturer narrative:
Device labeling addresses the reported event of alcl as follows: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in pts with an implant history that includes allergan's and other MFR's breast implants. You should consider the possibility of alcl when you have a pt with late onset, persistent peri-implant seroma. In some cases, pts presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and rep portions of the capsule, and send for pathology tests to rule out alcl. If your pt is diagnosed with peri-implant alcl, develop and individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl." Device labeling addresses the reported event of seroma as follows: "potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "After breast implant surgery the following may occur and/or persist,with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants." Device labeling addresses the reported event of jump/mass/cyst as follows: "in the (B)(6) study, at least 1 reoperation was performed on 315 patients (36.5%) through 10 years. A total of 424 reoperations were performed. The primary reason for reoperation through 10 years on augmentation patients was implant deflation at 21.7%. The percentage of reoperations due to lump/mass/cyst increased from 8.5% of 293 reoperations through 5 years to 13.9% of 424 reoperations through 10 years. The occurrence of lumps, masses, and cysts can be expected to naturally increase as pts age and could be an explanation for the increase."